Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of interoperative x-ray shows interbody fusion using a peek cage at l4. The cage appears to be disengaged from the body of the rod inserter with a small portion still posterior to the disc space as determined by the x-ray markers. In addition the cage appears to have rotated 90 degrees inside the disc space and the free peek component has not translated ventrally as is designed. This position would not facilitate and could hinder fusion.

Event description:
It was reported during impaction of the interbody cage, the cage disengaged from the inserter. It was reported that the distraction rod caused the cage to disengage. There implant remains implanted. There were no patient complications.